Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning and was defective. It was further determined that the motor seized, was running rough and was defective. It was also determined that the device had a burnt motor and control unit. It was determined that the device was burnt and the internal motor and control unit were carbonized due to a short circuit that was encountered when connecting the case to the battery device. It was further determined that enough water was inside the device to cause the event. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was discovered that the small battery drive device was tested and was found that smoke came out from it. The reporter stated that the device was left aside and never came into contact with the patient. According to the reporter, no one was burnt as a result of the overheating from the short circuit. The reporter indicated that once the smoke was detected, the device was left over the table away from everyone. It was reported that six people were present when the smoke and burnt smell was detected. Nobody suffered any other adverse event as a result of the smoke inhalation and they were currently doing well. The reporter further clarified that after the device was tested and it was realized that there was smoke was coming out from it, they stopped using the device and left it aside, then the smoke stopped. The exposure to the smoke was reported to have lasted more or less one minute. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation and review of the device evaluation, it was determined that the control unit was defective due to normal wear. Therefore, an additional root cause of normal wear has been added to the initial root causes. This information has been updated according. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.